Event description:
Reportedly, on (B)(6) 2011, the pt went to the hospital for an emergency visit because he received 6 shocks. These shocks were listed in the history of therapies but none of them were recorded in the device holter memory. The physician requested an explanation why these episodes were not recorded in the ICD device memory.

Manufacturer narrative:
(B)(4) 2011. This event concerns a device that was mfg and used outside the united states. Analysis is pending.